Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix damaged /stretched, and with tissue on it. It is likely that the helix stretch had caused during the procedure and contribute to the complaint of difficulty retrieving the lead from the heart tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the lead in the his bundle and had high threshold values from the lead. The physician attempted to use the lead in a different location to see if better measurements could be obtained and had difficulty in retrieving the lead from the heart tissue. The physician ultimately decided to place a different type of lead. No patient complications have been reported as a result of this event.